Event description:
The customer reported that v6 and v2 were not registering. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that v6 and v2 were not registering. There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.